Manufacturer narrative:
(B)(4). Not applicable; the lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient complained with symptoms of severe halos at a six month study for both eyes. This MDR is for the patient's left eye. At a six month visit the best corrected distance visual acuity (bcdva) with 20/16 for the left eye. A separate MDR is being submitted for each eye.